Event description:
The customer reported that the vertical lift column was stuck at the lowest point and the system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The limiter switch and vertical lift motor were replaced during the service call. The system tested and found to be working as intended and put back into service.